Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels highest (340 mg/dl). The customer would take boluses via the pump to stabilize bg level. The customer stated that the plastic in the center of the infusion sets have been leaking but believes the issue is with the pump pressure sensors that have failed and the pressure of the insulin is causing the leaks. Reportedly, the customer will meet with health care provider to discuss the issues. It was indicated that the customer would continue to use the pump until the replacement arrives and has manual injections available.